Event description:
Customer reports the reflector migrated after procedure. Another reflector had to be placed.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.